Event description:
After use for 2 months, it was noted the liquid could not be stopped from the transfer set even after closing the clamp. No patient injury was reported. There was no use of additional disinfectant.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon evaluation completion or if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for crack/broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. The lot number was not provided; therefore a batch review cannot be conducted. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of patient made a mistake/break in aseptic technique and did not wear a mask and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred described as patient made mistake and did not wear a mask. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient began treatment with vancogen 2 grams ip once daily and fortum 1 gram ip once daily (reported as continuing). The outcome of the peritonitis was reported as resolving. Pd therapy continued. The nurse considered the root cause to be the patient made a mistake/break in aseptic technique and did not wear a mask.